Manufacturer narrative:
The mattress on the bed frame at the time of the incident is a gaymar p2500 lal bari 48x80 mattress. The control unit being used with the mattress at the time of the incident is a gaymar p2500 apl bari. The manufacturer of this product has been notified.

Event description:
It was reported to the manufacturer by the end user, per the chief nursing officer, the control unit had fallen off the end of the bed, cracked and the mattress very quickly deflated. Per the joerns technician, the facilities materials mgr had placed the control unit on the floor and while he lowered the bed the cu was under it which was somehow supporting the bed, and then he pulled it out which caused the bed to fall. Per the patient's daughter, she was told that her mother was laying in a broken bed and tech was called out to assess the situation and when he tried to adjust it, the bed fell. The nurse manager explained to her that the bed just dropped a little and that her mother was fine. But the daughter was advised by her mother (patient) that it was worst than what the nurse manager made it out to be. The patient was taken to the hospital for x-rays of her lower back and left leg, which were negative. The patient's lower back and left leg are sore. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.